Manufacturer narrative:
Additional event information added.

Event description:
The surgeon opted to complete the procedure without the use of the navigation and imaging systems.

Manufacturer narrative:
Patient identifier not available from the site. Device manufacturing date was unavailable. A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. The suspected bulkhead connector and ethernet cable were returned for analysis. Both components were found to be fully functional with no problems found.

Event description:
Medtronic received information regarding an imaging device being used for a spinal fusion procedure. It was reported that during a case there was a red line of communication between the imaging system and the navigation system. The manufacturing representative (rep) onsite was able to replicate the issue. They tested multiple ethernet cables with no resolution. The navigation system was able to ping the imaging system successfully. When they rebooted a second time they lost communication, again. There was no reported impact on patient outcome. There was a reported delay to the procedure of less than 1 hour due to this issue. No further information was provided.